Event description:
It was reported that during a roux-en-y gastric bypass procedure, the first trocar was catching and not allowing instrument exchange with an ultrasonic scalpel. It was not letting the device slide in and out. The second trocar was catching the endo suturing device and the trocar seal ripped. It did not fall into the patient. They were able to pull it out. This was noted towards the end of the case. They were able to complete the procedure without switching trocars. No patient impact. Both trocars were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.